Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the temperature sensor was located before the balloon of the foley catheter. This was a request for an exchange of the same unopened product from the same lot as submitted pir44115591. It had completed the replacement of in-house inventory, so created a separate pir and processed the red mailing.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the temperature sensor was located before the balloon of the foley catheter. This was a request for an exchange of the same unopened product from the same lot as submitted. It had completed the replacement of in-house inventory, so created a separate pir and processed the red mailing.